Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer number 1061857-2007-00197. At approximately one month post-op, this patient experienced a 3-line decrease in bcva in the left eye. Ucva improved from 20/cf to 20/40. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.